Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication application was not launching. A technical support specialist (tss) dialed into the station and found no user present, with the station already logged into carefusion admin and followed knowledge article "medapplication not launching automatically; station at blue screen". Tss set the carefusion application auto login in station configuration and rebooted, but the station continued to show a blue screen. After logging back into carefusion admin, tss reviewed the remote support service (rss) update agent settings and confirmed that the carefusion application folder permissions were correctly enabled. While checking dependency files, tss discovered that the remote support service (rss) update agent folder was missing its dependencies directory. Tss proceeded to uninstall the remote support service (rss) update agent and remote support service (rss) component manager from programs and features, then reinstalled the remote support service (rss) update agent using knowledge article "how to manually install rss agents & rss component manager". The remote support service (rss) component manager generic package was successfully installed, and the station was rebooted. The medication application launched successfully with no further issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the med application failed to launch automatically. The customer attempted to reboot the station, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.